Event description:
It was reported that a right atrial leadless pacemaker (lp) exhibited low pacing impedance after fixation and had difficulty separating from the catheter during initial implant. Maneuvering the system did result in separation, but the device also dislodged from the patient's heart. The device was successfully retrieved. The procedure was completed the same catheter and a new lp due to its helix becoming stretched in the process. Patient had no other consequences.